Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer over-estimated how much insulin was needed and delivered too much insulin for carbohydrates consumed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. No additional information regarding the reported issue was available. Customer acknowledged pump was functioning as intended.